Event description:
It was reported that bd maxzero needleless connector was leaking. The following information was received by the initial reporter with the following verbatim: a carer noticed a leakage on the PICC line. The PICC line was cracked, so the patient had to have a new PICC line for the patient. This was a vygon catheter assembly associated with a bd valve with the following number on the valve: 220845a23. As the valve was fitted at the patient's home, we are unable to distinguish between the maxplus¿clear or maxzero® model. Link to supply disruption of another medical device. Dm out of stock: power PICC reference (B)(4) from bard (bd). Patient information : patient's current condition: new PICC line insertion. Risk of infection linked to the new insertion. Actions taken in the care facility to manage the patient: PICC removed.

Manufacturer narrative:
E1: (B)(6).h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Correction: lot number corrected to unknown as the lot originally reported by the customer was not valid. Investigation results: a mz1000 sample was not returned to assist the investigation in this instance; furthermore the customer did not provide a correct lot number for the reported product. The feedback provided by the customer indicates that they experience leakage from a crack to the mz1000 product. As part of the investigation the customer provided photographs of the affected sample; however analysis of the photographs did not identify any obvious damage which may have contributed to the reported leak. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.